Manufacturer narrative:
A medtronic representative went to the site to test the system. The system can not go back to dock position. The x-stage cover shape was changed and needed replaced. Other relevant device(s) are: product ID: bi71000158( cvr x-stg), serial/lot #: unknown, and product ID:bi70002000 (base sys o-arm sys o2), serial #: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging acquisition system would not dock. There was no patient present. Additional information received, it was reported that the system can not go back to dock position. The x-stage cover shape was changed and needed to be replaced.